Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient possibly experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report a possible hypoglycemic event on (B)(6) 2015. Patient's father had to hang up the phone and stated that he would call back tomorrow. No additional event or patient information was provided.